Manufacturer narrative:
Device evaluatedby MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. The device returned was incomplete. The overall length of the device received for analysis was 90.7cm from the strain relief as there was no tip, balloon, or guidewire lumen present. Product analysis could not confirm the reported event, as the balloon was not returned for analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that inflation failure occurred. The 95% stenosed target lesion was located in severely tortous and severely calcified left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, it was noted that there was inadequate apposition of the stent to the vessel wall after implantation. Then, a 1.50mm x 15mm maverick balloon catheter was advanced for dilatation but the balloon could no longer inflate when it reaches at 12 atmospheres. The devices were directly removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed shaft detach.